Event description:
A review of angiogram images at implant show that the bifurcate was brought up the right side, and positioned just below the lowest left renal. The suprarenal diameter flow lumen (l-r) was 21mm, and below the right renal was 18mm. The ipsilateral limb was deployed down to the gate; the tip was biased against the left side of the aortic suprarenal wall, with the coiled end of the pigtail catheter positioned near the sleeve at the level of the suprarenal stents. No obvious issues are seen with the retained suprarenal stents at this time. The next image shows that the spindle moved down within the covered region of the stent graft, but the sleeve appears to not have advanced significantly. This resulted in all of the suprarenal stents remaining retained within the sleeve. It is not clear if this image was taken directly after the wheel was advanced or if it was after any bailout attempts. The next image shows that the suprarenal stents have been released images during release were not shown. From the images reviewed, it was not possible to confirm if two of the stents were entangled. The ipsilateral limb was fully deployed and the contralateral limb was implanted. Final angiogram image showed no endoleak. The cause of the deployment difficulties could not be conclusively determined; however a possible scenario is that the spindle moved down into the stent graft instead of the sleeve moving up, leading to the suprarenal stents remaining retained within the sleeve. It could not be determined if the spindle moved down due to not stabilizing the delivery system during sleeve advancement or if it occurred during bailout attempts. It does not appear to be anatomy related.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck was 21 mm in diameter. No significant angle in the aortic neck. No tortuosity in the iliac arteries or access vessels. It was reported that the device was deployed up until the contralateral gate, the physician went to release the tip capture, rotated device; however the anchoring pins did not release. The sleeve appeared to be caught on bare metal where the anchoring pins are located. The physician removed the back end and manually moved the sleeve off the anchoring pins and removed the device. Two of the anchoring pins remain overlapped and are stuck together. It appeared that, the stents were entangled prior to the bail out. The rest of the case was successfully completed. No clinical sequelae were reported and the patient is fine. A review of returned films pre-implant show that the proximal neck was narrow and angulated 55 degrees maximum. The neck diameter was 23 x 26 mm at the lowest left renal artery and contained thrombus (17 x 19 mm flow lumen) and was calcified. The proximal neck 3 cm below the renal arteries measured 18 x 19 mm (flow lumen). The aaa diameter was 5.5 cm. The iliac arteries were severely calcified and moderately tortuous bilaterally. Images during the implant were not provided. Post-implant cta could not confirm that the suprarenal stents were entangled; all 5 of the suprarenal stent apices were visible and separated from each other. Two of the lateral-left apices were very close to each other, but did not appear entangled. The bifurcate was positioned just below the left renal with the ipsilateral limb on the right side. The limbs below the flow divider were slightly compressed, likely due to the narrow neck, but there was no occlusion observed. No endoleak or other stent graft issues were seen. The cause of the possible entanglement wa s likely related to implanting within the narrow (thrombus filled) and angulated proximal neck.

Manufacturer narrative:
(B)(4), method: (film evaluation) results: inherent risk of procedure (removal difficulties), patient's condition affected effectiveness of device (narrow (thrombus filled) and angulated proximal neck), conclusion: device failure related to patient condition (narrow (thrombus filled) and angulated proximal neck).

Event description:
Evaluation summary: the device was returned bloodied. The od and the ID of the tapered tip sleeve are within specification. The capture mechanism components were inspected and were unremarkable; there was no damage or deformation of the components and all components functioned as intention. The rest of the delivery system was unremarkable. The complaint was not confirmed, since the event occurred in-vivo. Based on evaluation of the returned delivery system, the root cause for the removal difficulty and stent entanglement could not be confirmed.

Manufacturer narrative:
Film evaluation.